Manufacturer narrative:
(B)(4). Batch # n91t54. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw, causing three ejected clips. In addition the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, 1 clip was found jammed inside the shaft causing the feeding issue. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, when the clips were fed, the clip did not come straight out. Another device was used to complete the case. There were no adverse consequences to the patient.